Manufacturer narrative:
Supplemental report 01- (B)(4) - MDR 3003442380-2026-00113. Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: electronic quality management system (eqms) search a query was run in the eqms on 03-feb-2026 against "lot number 6012708 and similar malfunction codes: occlusion issues-cannot be determined, occlusion (e.g., occlusion alarm from the infusion pump may have sounded). (Source/cause cannot be identified, only use when a specific malfunction cannot be determined). If there is no troubleshooting, inconclusive troubleshooting, or partial troubleshoot done and it cannot be concluded to be infusion related, refer to cannot be determined cannot be determined. No escalation required. The review confirmed that lot 6012708 and the identified failure mode are not associated with any ncrs or corrective and preventive action (CAPA)s of the same or similar nature. Similar complaints search: a query was run in the eqms on 03-feb-2026 against "lot number" criteria equal 6012708 and similar malfunction codes occlusion issues-cannot be determined, occlusion (e.g., occlusion alarm from the infusion pump may have sounded). (Source/cause cannot be identified, only use when a specific malfunction cannot be determined). If there is no troubleshooting, inconclusive troubleshooting, or partial troubleshoot done and it cannot be concluded to be infusion related, refer to cannot be determined cannot be determined. No escalation required. The count of complaints is 2. The complaint numbers are complaint (B)(4). Device history record (DHR) review: the lot 6012708 was manufactured according to the work instruction (wi) version 82 and manufactured in the multivac m12 on 12-apr-2025 with a total of (B)(4) units. The assembly lot 5c06074 was manufactured according to the wi version 29 and manufactured in the quickset line, on 12-apr-2025, with a total of (B)(4) units. The assembly lot 5c06075 was manufactured according to the wi version 29 and manufactured in the quickset line, on 12-apr-2025, with a total of (B)(4) units. The sub-assembly. Gluing of tubing of the lot 5c06055 was manufactured according to the wi version 42 and manufactured in the gluing machine mp04 - mp08, on 09-apr-2025, with a total of (B)(4) units. The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. Retain samples testing: retain samples from the relevant lot were previously tested in the complaint (B)(4) on 25-oct-2025. Wi guidance for visual testing for complaints area version 3: all 10 samples tested passed visual inspection. Wi guidance for functional testing 1 air flow test for complaints area version 2: all 10 samples tested passed functional testing. Wi guidance for functional testing 2 air leak test for complaints area version 2: all 10 samples tested passed functional testing for the reported malfunction code occlusion issues-cannot be determined. Conclusion: testing did not confirm the reported issue; no nonconformance identified. Conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Conclusion summary of complaint investigation: as a result of the following: a comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot 6012708 and related malfunction codes. Two complaints were identified for this lot; however, no trend or systemic issue was detected. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. Samples were requested; however, the customer confirmed that no samples were available for analysis. Consequently, an investigation was conducted using reference samples, and no failures related to the complaint were identified. No photo evidence was provided, so the assessment was based on documentation and reference sample analysis only. Based on these results, no manufacturing or quality issues were identified. The record will be closed and monitored through routine tracking and trending.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in israel. It was reported that the patient experienced two consecutive insulin flow block alarm due to infusion set blockages, resulting in high blood glucose event on (B)(6) 2026. The patient placed infusion set previously only on the thighs, where scar tissue had developed. During this event, the patient placed infusion set on the buttock, and blockage occurred during both insertion attempts. The patient subsequently got hospitalization on (B)(6) 2025, for greater than 24 hours due to high blood glucose level, with flu like headache symptoms. The patient's blood glucose level when admitted to hospital was 450 mg/dl. The patient tested positive for ketones. During hospitalization, the patient was treated with insulin injection. No further information available.